Manufacturer narrative:
The device was inspected and tested on (B)(6) 2018. Within this inspection functional testing and visual inspection was made. No deviation was found. We suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."

Event description:
Customer service was contacted by customer on (B)(6) 2018. Customer stated device slipped after the patient was pinned and positioned last friday, lacerating the scalp. 60 lbs of pressure, then 80 lbs, positioned patient and before they draped the dr said the pressure was 40.